Event description:
A malfunction alarm occurred, identified with code 16, and there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump as it was under warranty, and the customer was instructed to use manual daily injections as a backup insulin therapy. The customer was also advised on how to store the pump and return the malfunctioning unit within ten days using a pre-paid label.